Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve. Additional observations: yellow particles in device outer surface are observed. White particles in device inner surface are observed. Crease is observed. No further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side "saline implant deflation." Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "saline implant deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: saline implant deflation.

Event description:
Healthcare professional reported right side "saline implant deflation." Device remains implanted.